Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with pain during a follow-up. Allegedly, the patient may need to undergo a revision procedure for aseptic cyst peri implant.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 (device code, results code, conclusion code) the reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the CT-scan shows status after tibial fracture, that has healed well. Furthermore, it shows osteolysis/formation of significant bone cysts at the implant-bone interface of the tibial component. At the sites without osteolysis the implant is still fixed to the bone. The pe-liner looks symmetrical and intact, as far as can be assessed on a CT-scan. A retrieval is necessary for a definitive assessment of its possible wear. At the talar side there¿s a large bone cyst at the anterior side, encompassing almost the complete talar head and is in contact with the talar implant. Based on the information the reason for revision can be confirmed: the formation of significant periprosthetic bone cysts/osteolysis.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by the formation of significant periprosthetic bone cysts/osteolysis. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with pain during a follow-up. Allegedly, the patient may need to undergo a revision procedure for aseptic cyst peri implant.